Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent low voltage, power cable disconnect, and loss of external power while using a mobile power unit (mpu). There were no bent pins or signs of trauma on the mpu or controller. The patient reported no damage to either piece of equipment. The issue was recreated on the patient's mpu using a simulator in the clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent low voltage, power cable disconnect, and no external power alarms while connected to the mobile power unit (mpu) was unable to be confirmed. A review of the log files contained data spanning approximately 12 days ((B)(6) 2023 - (B)(6) 2023 per timestamp). All of the captured data appeared to show the mpu operating as intended throughout the log file. There were no low voltage, power cable disconnect, and no external power alarms active in the log file. The heartmate mobile power unit (s/n: (B)(6) ) was evaluated at the service depot and no physical anomalies were observed. The mpu underwent functional testing and passed without issue. The unit was connected to a mock circulatory loop and ran for several days. The unit operated as intended even when the patient cable was flexed or manipulated. The reported event was not reproduced throughout testing. A functional checkout was performed and all applicable tests passed. The unit was returned to the customer site ready for use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook, rev. D - section 3 ¿powering the system, addresses how to properly set up and switch between all power sources, including the mobile power unit. Heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.